Manufacturer narrative:
H3: product analysis confirmed that the device was exceeding 118°f. The ambient temp was 74f and speed was 60000 in 1 minute temperature test result at point1:91°f and at point2:121°f. During pre-check found collet overheat and further failure analysis found bearing was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during operation, the indigo drill was overheating. There was no patient impact.